Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 5960 mg of fluorouracil in 0.9% sodium chloride to a total fill volume of 192 ml. The expected therapy time was reported to be four days. The reporter stated that after four days, 50% of the solution remained in the device. The nurse flushed the patient's line and left the device to infuse. After eight total days of infusion, the solution had fully infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured october 22, 2015 ¿ october 23, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.